Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that control iq software was not delivering insulin as expected. T:connect logs were reviewed by tandem technical support and it was determined that the pump was not delivering insulin as intended. The customer's blood glucose level was 340 mg/dl. Customer continued using the pump for insulin therapy.